Event description:
Revision due to dislocation attributed to cup positioning. The liner was worn and not locked into the metal shell.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.